Manufacturer narrative:
Evaluation summary: method code: the electronic history file from the actual device was evaluated. No device malfunctions were identified. The actual device was not returned. Results code: the investigation determined that there was a failure to service/maintain the device and to prepare the pt according to MFR recommendations. Based on these findings, this MDR is being filed for user error.

Event description:
On (B)(6) 2013, it was reported to defibtech that an AED was deployed for an event on a pt with a hairy chest and the pads did not stick to the pt's chest. The customer reported that the battery pack used in this event was expired and that the pads used during this event may also have been expired, but they were discarded after the event. The customer also reported that no shocks were delivered and that the pt was not resuscitated. Based on the initial report, defibtech requested the electronic history from the unit associated with this event to complete this report. On (B)(6) 2013, defibtech received the electronic history from the customer which indicated that the AED aborted a shock due to poor pad pt contact. No other details about this event are currently available.